Event description:
Review of the patient's programming history available in the manufacturer's database revealed that a programming anomaly occurred on (B)(6) 2008 date of implant due to a faulted system diagnostic test. A final interrogation was performed prior to the patient leaving the clinic; however, the settings were not corrected. Upon initial interrogation on (B)(6) 2008, the settings were at unintended parameters. The settings were corrected on this visit. Manufacturer labeling indicates to identify and fully correct programming settings prior to patient's leaving the clinic by performing final interrogations. No patient adverse events were reported. The physician has since been trained on identifying and correcting programming anomalies.

Manufacturer narrative:
Analysis of programming history performed.